Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. Physical inspection of the device showed the instrument seal intact. The only observed anomalies were a crack at the lower door hinge and dull iui connectors. Analysis of the pcu event log shows that the pump module was programmed to infuse propofol 1000mg/100ml at 50mcg/kg/min (11.3ml/hr) with a vtbi of 50ml at 5:12 pm on (B)(6) 2018. At 5:22 pm, the user paused the infusion and restarted it at 5:23 pm. At 5:24 pm, the user changed the dose to 40mcg/kg/min, which made the rate 9ml/hr. At 5:26 pm, the user paused the infusion and then channeled the device off at 5:28 pm. At 5:31 pm, the user restored the previous infusion running at 9ml/hr. The user changed the dose to 25mcg/kg/min, which made the rate 5.7ml/hr, and started the infusion. At 5:34 pm, the device alarmed for patient side occlusion and the user restarted the infusion. At 7:27 pm, the user changed the dose to 20mcg/kg/min, which made the rate 4.5ml/hr. At 7:59 pm, the user changed the dose to 25mcg/kg/min, which made the rate 5.7ml/hr. At 8:13 pm, the user programmed and started a rapid bolus dose of 15mg. Eighteen seconds later, the bolus completed and the device transitioned to the primary infusion. At 10:05 pm, the user changed the dose to 20mcg/kg/min, which made the rate 4.5ml/hr. At 11:05 pm, the user changed the dose to 15mcg/kg/min, which made the rate 3.4ml/hr. At 12:00 am on (B)(6) 2018, the user changed the dose to 20mcg/kg/min, which made the rate 4.5ml/hr. The user changed the vtbi to 33ml and started the infusion. At 12:03 am, the user programmed and started a rapid bolus dose of 10mg. Seventeen seconds later, the bolus completed and the device transitioned to the primary infusion. At 5:18 am, the user changed the dose to 15mcg/kg/min, which made the rate 3.4ml/hr. At 7:41 am, the primary infusion completed and the device transitioned to kvo at 3.4ml/hr. At 7:42 am, the user changed the vtbi to 5ml. At 8:22 am, the user paused the infusion. The device then alarmed for flo stop open for 3 seconds. The door was closed and then paused. At 8:23 am, the user changed the vtbi to 80ml. At 8:24 am, the infusion was paused. At 8:26 am, the device was channeled off. The volume recorded as being infused during this period was 71.827ml. During functional testing the device was delivering fluid within specification. The root cause of the customer¿s report of unregulated flow was not identified.

Event description:
The customer reported that propofol (10 mg/ml, 100 ml bottle) was expected to infuse via the critical care profile at a dose of 15mcg/kg/min (rate 3.4 ml/hr) on a 37.7 kg ICU patient, and the rate appeared faster than expected. After a new IV line was primed with propofol, the IV was restarted at the current rate. After running for less than a minute the nurse noticed the flow through the drip chamber appeared to be at a bolus rate, and approximately 20 ml had infused. The pump was paused; however, the drips did not stop until the roller clamp was closed by the user. The patient became hypotensive and required an increase in norepinephrine to raise the blood pressure. At 0821 the norepinephrine was running at 8 mcg/min. At 0834 the norepinephrine dose was documented as being increased to 10mcg/minute. The patient¿s vitals per the chart indicate that the bp from the arterial line was 89/44 at 0800 and 86/44 at 0830. The bp then increased to 121/56 at 0845. A chart review indicated that other periods of hypotension had previously occurred, and the pharmacist theorized that the hypotension may have occurred due to other ongoing medical issues. Other medications infusing were fentanyl, versed, norepinephrine, and normal saline. The devices were sent to biomed; that investigation revealed that the pump module membrane was missing, and the technician installed a new membrane. The pcu rear case needed to be replaced because the holes under the handle for the display were damaged and as a result, the upper keypad assembly was not being held securely against the rear case. Parts were not sequestered for the bd investigation. Preventative maintenance testing was completed after the repairs.